Event description:
A lead management case commenced to remove two leads: right atrial (ra) and right ventricular (rv) leads. Glidelight device model 500-303 and lld device was used to attempt removal of rv lead; the physician encountered stalled progression while attempting to remove the rv lead, so effort was made to remove the ra lead using a glidelight device model 500-302 and an lld. Ultimately the ra lead was successfully extracted; however the patient's blood pressure had begun to drop after ra lead was extracted, and subsequently continued to drop. Initial rescue efforts commenced, including sternotomy. An injury to the superior vena cava (svc) was discovered and physician repaired the area of injury. The rv lead was then removed post sternotomy. Patient was placed on a ventilator. The sales rep received word that the patient died on (B)(6) 2018.